Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the femoral impactor got stuck, this happened outside the patient. No delay was reported. The surgeon was able to get the implant aligned correctly without too much trouble. The impactor locked up and couldn't be used properly. The procedure continued and the impactor was used, more like a secondary impactor, rather than a primary impactor. No injury reported. : smith and nephew has not received the adequate materials (the operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during tka procedure the impactor got stuck, this happened outside the patient. No delay. The procedure was able to resume as the surgeon was able to get the implant aligned correctly without too much trouble. The impactor locked up and wouldn't be able to properly sit the prosthesis if it were to be used again. The procedure continued and was used more like a secondary impactor, rather than a primary impactor, which is its intended use. No injury reported.